Event description:
It was reported that the pt had signs of mild withdrawal which included itching and increased tone. He was admitted to hospital and it was apparent that his system was not working appropriately via troubleshooting. He was placed on oral baclofen and sent home. Upon dissection of the spinal segment of the pt's catheter, it appeared that he potentially had some calcification or scarring at or near the site of his anchor that could potentially have caused an occlusion of the catheter. No other discrepancies were found in his system. A pump test done intraoperatively showed that they were able to see the bolus fluid form a droplet at the end of the pump catheter connection site. The entire catheter was replaced and his existing pump was re-implanted. The pt recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).